Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Claim received. Patient alleges that they suffer from loosening and pain. Update 10/13/2015 medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2015 for a loose patella and femoral component. The loosening interface is unknown, but depuy cement was used. The insert was also removed, but the pain can be attributed to the loosening. The unknown depuy knee is being changed to the cement and patella and femoral component is being added. The complaint was updated on:11/6/2015.